Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "turbulence in the eye" (pressure issue). The nurse reported a soft eye during surgery despite the system showing 50mmhg. Additional information from the surgeon stated the surgeon does not use iop compensation and has the infusion set at 50mmhg. The surgeon stated the pressure felt more like 20mmhg. The surgeon raised the bottle height to mitigate the soft eye. No patient injury was reported.